Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a shock from their device. Upon device interrogation, it was noted that the right ventricular lead exhibited noise resulting in inappropriate defibrillation therapy. Programming changes were performed. Patient condition was stable.